Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side "lost any and all sensation in ¿ breast", "piercing pain within my chest area", "strange & changing shape", ¿will need a total capsulectomy due to having capsular contraction¿ baker grade unknown and mentions the recall. The events of "regular migraines", "random muscle spasms", "constant dizziness and vertigo", "lower back & neck pain", "gut issue - diagnosed as leaky gut", "joint swelling and pain", "depression", "hair loss" and "heart palpitations" are not device related. Device remains implanted.

Event description:
Healthcare professional later reported rupture and baker grade updated to iii. Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture and baker grade updated to iii. Device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ sensation increase/decrease: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ dizziness-ndr: not applicable as the event is not related to the device. ¿ depression-ndr: not applicable as the event is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ other medical-ndr: not applicable as the event is not related to the device. ¿ edema-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out.